Event description:
It was reported that the cine function was not operating. This resulted in loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine disk was evaluated and reformatted. The system was tested and found to be working as intended and put back into service.